Event description:
Chloraprep is having an adverse affect with the adhesive on the drape. Once they apply the chloraprep the adhesive won't stay down and they are having to add tagaderm to keep it in place.